Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician attempted to load the 14th ruby coil into a px slim delivery microcatheter (px slim); however, the ruby coil was unable to advance of its orange introducer sheath. The physician then flushed the px slim, however the ruby coil was still unable to advance out of its introducer sheath and into the px slim. The procedure was completed using the same px slim, a new ruby coil, and non-penumbra coils. The physician did not use an rhv, and did not maintain continuous flush. There was no report of an adverse effect on the patient.